Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that: the ventilation unit performed a restart. Due to the short time of the restart the patient received no deterioration is his state of health.

Manufacturer narrative:
The device log was made available for investigation and analyzed. It was confirmed that the ventilation unit v500 has performed a warmstart. The warmstart was triggered by the security software of the device, because a temporary internal communication problem was observed. The warmstart of the ventilation unit takes about 8 seconds. In this time the breathing system is opened to atmosphere, so spontaneous breathing of the patient would be possible. Then ventilation continues with the previous settings. The cockpit displays the warmstart. The minute volume is automatically reset to zero, therefore mv-low-alarm is posted after the warmstart until the lower alarm limit will be reached again. The warmstart had corrected the temporary deviation. The device is further used on patients. An error entry was observed that the device was in use for 258 days and was never switched off and rebooted all the time. This detail is subject of a special in depth software investigation.

Event description:
Please see initial-report.